Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning properly. Reportedly, the wake button was stuck, the customer needed to apply force to press the wake button. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. Reportedly, the customer was on manual injections for insulin therapy.